Event description:
Note: the event date is unk. It was reported to boston scientific that a sensation medium stiff standard crescent snare was used during a polypectomy procedure. According to the complainant, during preparation, they noticed that the active cord connector of the snare was deformed; the two connections prongs were bent out of shape. As a result, the physician could not connect the snare to a high-frequency generator. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).